Manufacturer narrative:
Per review, it has been determined that this product belongs to the bpv division and not bmd. Therefore, the parent record will be downgraded and closed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the doctor tested the balloon on the tri-funnel replacement gastrostomy tube, before use. The device leaked saline during the test, the device was not used. The procedure was completed successfully with another product from the same lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the doctor tested the balloon on the tri-funnel replacement gastrostomy tube, before use. The device leaked saline during the test, the device was not used. The procedure was completed successfully with another product from the same lot number.